Manufacturer narrative:
Device analysis: the ekos device was returned to the complaint investigation site (cis). Only the usc was returned. Upon inspection, it was observed that the cord was cut, and the usc was broken at approximately 100.5cm from the luer barb. The reported event of a break in the usc was confirmed.

Event description:
It was reported that a fracture occurred requiring additional intervention. An ekosonic endovascular device, 135x40cm was selected for use in the leg. When the ultrasonic core (usc) was advancing within the infusion catheter (ic), resistance was noted. The physician took an x-ray and saw that the usc had fractured entirely within the microcatheter inside of the patient. The physician was able to retrieve the broken portion of the usc using a snare. The entire ekos device was removed and replaced, and the procedure was completed. There were no patient complications, and the patient is doing well.

Event description:
It was reported that a fracture occurred requiring additional intervention. An ekosonic endovascular device, 135x40cm was selected for use in the leg. When the ultrasonic core (usc) was advancing within the infusion catheter (ic), resistance was noted. The physician took an x-ray and saw that the usc had fractured entirely within the microcatheter inside of the patient. The physician was able to retrieve the broken portion of the usc using a snare. The entire ekos device was removed and replaced, and the procedure was completed. There were no patient complications, and the patient is doing well.